Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective potentiometer of the pump. The technician replaced the potentiometer to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a s3 roller pump displayed an error message during procedure. There was no report of patient injury.